Event description:
Customer reported one sars-cov-2 tma run, wl 002834-20210302-11, using assay lot 289484 on panther instrument sn (B)(4) which had a discrepant sample. The sample was initially positive, then the same sample and a new swab both tested negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The positive result was reported out, but there were no associated/reported adverse events.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and concluded the initial positive result and negative retests were valid; since the run kinetics were normal, ts determined the sample was likely low-target or mishandled. Hologic product applications specialist (pas) reviewed logs and found no reagent preparation or hardware-related issues for the samples in question; pas agreed the sample was likely a valid low-target positive. Ts relayed the findings to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua200014), aptima sars-cov-2 ((B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.